Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the drive shaft is broken. The surgery was not prolonged. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device that was returned was not the same lot number of the complained device which was synthes lot 6098786 the device returned was synthes lot 6073843. A second device history report (DHR) was performed on the lot returned as well as a manufacturing investigation. (B)(4) manufactured the ria drive shaft - 360mm length, part #314.742, and lot #6073843 (supplier lot# 16076-01) on po #948522, for (B)(4) pieces delivered january 23, 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated january 19, 2009, and synthes final inspection sheet # 314if741, revision ¿j¿. The parts were released to the warehouse on january 26, 2009. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The drive shaft - minimum 360mm length-for use with ria was made to the synthes drawing p/n 314.741, revision ¿j¿, released on november 9, 2007 the visual inspection of the returned device performed as part of the manufacturing investigation reported that a little piece at the hexagonal tip is broken off. The relevant dimension of the tip cannot be measured due to the damage incurred. It is most likely that high applied mechanical force and/or external influences (e.g. Metal contact) have acted on the instrument and caused the damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that (B)(4) manufactured the ria drive shaft - 360mm length, part (B)(4), and lot #6098786 on (B)(4) initially, the part conformed to the supplier¿s certificate of conformance, and synthes final inspection sheet . The parts were released to the warehouse on (B)(4), 2009. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.